Event description:
During 3 separate cases while using a vapr generator for arthroscopic acl each of the pts sustained burns on their buttocks. Two of these burns were first degree and one of these was a second degree. It is reported that the burns were about the size of the palm of a hand. All three pts were treated with first aid using a burn ointment and all three pts have recovered without any further issue.